Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt to > 3000 ohms increase in pacing impedances reaching high out of range measurements, and a decrease in r-wave amplitude. This rv lead was subsequently surgically abandoned. Another rv lead was implanted to complete the procedure. No additional adverse patient effects were reported.